Event description:
Consumer reported on behalf of her daughter that upon removal of a tampon, the pledget separated into two pieces. She was able to remove the pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.